Event description:
The 8 fr. Iab was inserted into the pt and removed 4 days later. The iab did not malfunction. The pt had severe bleeding and a transfusion and surgery was required. Also, the pt had an infection and major ischemia. The iab was not returned to datascope. Event complications: severe bleeding-transfusion/infection/ischemia. Pt's current status: discharged.